Event description:
A customer reported that their pump declared a cartridge alarm 5. The customer's blood glucose level remained stable, with no adverse impact reported. Upon contacting technical support, the customer was instructed to load a new cartridge, which they successfully did on their own, allowing them to resume insulin use without further issues.